Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set tape not sticking event on (B)(6) 2026. Patient stated that infusion set tapes are not sticking properly. No further information available.